Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was the failure of the load cells. The archive data indicated ua07 around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 being displayed upon powering up, confirming the reported complaint. The load-sensing system of the device has detected a weight/load imbalance between the two load cells. Upon conducting load cell characterization, the result determined that the load cells failed. To resolve this issue, load cells were replaced. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(6) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.